Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The physician is unsure if the device or procedure caused the infection. The patient was given IV antibiotics and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-3138-25 serial # (B)(4) description: lead extension, 25cm the explanted ipg, leads, and lead extensions were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
There were no complaints about the functionality of the devices. Damage to the two lead extensions are a result of a typical explant procedure and is not considered a failure. A review of the manufacturing documentation for the ipg, leads, and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg, leads, and lead extensions found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The physician is unsure if the device or procedure caused the infection. The patient was given IV antibiotics and was reportedly doing well.